Manufacturer narrative:
The product was not returned. Based on the available information, no further action is required at this time. Complaint information is regularly analyzed to determine if further investigation is necessary. If additional information becomes available, the investigation will be updated accordingly. The manufacturing number is (B)(4).

Event description:
The patient underwent gynecological surgery on (B)(6) 2011, during which a tvt and prolene mesh were implanted. Following the procedure, the patient experienced stress urinary incontinence, mesh erosion, pain, infection, and rectocele. Details of another procedure were documented in a separate file. No additional information has been reported.